Event description:
During a unknown procedure, while clipping the cystic artery, clips were ejected three at a time into the abdomen. That happened after every press of the firing trigger. There was no patient consequence.